Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent explantation occurred. A 3.50x38mm promus element¿ plus drug eluting stent was advanced and deployed in the left anterior descending artery. A non-bsc guidewire was in the side branch of the lesion. Upon removal of the non-bsc guidewire, it became entangled with the strut of the implanted stent and the stent came out. To bail out the event, two more stents were implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.